Event description:
It was reported that "when using the introducer needle during the puncture, the metal part detached from the cone when the syringe was withdrawn. The wire has not been used yet and there was no force or manipulation on the puncture set." No patient harm was reported. The insertion site was the right jugular vein. A new set was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when using the introducer needle during the puncture, the metal part detached from the cone when the syringe was withdrawn. The wire has not been used yet and there was no force or manipulation on the puncture set." No patient harm was reported. The insertion site was the right jugular vein. A new set was used.

Manufacturer narrative:
Qn# (B)(4). The customer provided three images for evaluation. The first and third images show the needle hub broke and separated, with a portion of the distal end of the hub still attached to the needle cannula. The second photo shows the product lidstock. The customer also returned one introducer needle for analysis. Signs of use were observed on the needle cannula. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was smooth at the cannula separation point. It was also confirmed that the hub on the returned sample is the new hub design, which matches the bill of materials. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was separated. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.